Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending rubber was stretched. Based on the results of the investigation, the most probable cause is traced to component failure. There is no evidence to suggest that the user may not have properly handled or used the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during set up/inspection for use, the visera cysto-nephro videoscope had aldahol at the distal end. There was no patient involvement.